Manufacturer narrative:
Updated device evaluation completed on may 04, 2023: the product was returned to mentor for evaluation. Mentor conducted a visual inspection, leak testing , microscopic examination, and thickness measurement of the returned device. Visual analysis of the returned sample revealed that the smooth uhp 750cc breast implant was found to have a tear (tear a) in the patch on the posterior view, measuring approximately 1.2 cm. Leak testing was performed, in accordance with mentor procedures, and it identified four (4) additional tears (tear b, c, d and e) on the anterior view, measuring approximately 0.5 cm, 0.3 cm, 0.2 cm, and 0.2 cm respectively. Microscopic examination was performed, and the cause of tears a, b, c, and d could not be identified. Therefore a thickness measurement was conducted on the shell at the tear b, c and d, and the thickness was within manufacturing specifications. However, microscopic examination was performed on the edges of tear e, and parallel striations were found in the whole area of the tear. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. Although no conclusion could be reach on the cause of tear a, b, c, and d, the instructions for use contain the following caution: rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following things may cause implant to rupture: damage by surgical instruments; stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Based on the information currently available, microscopic examination on tear e indicates that the implant could have being damaged during or subsequent to implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. CAPA activity was not required. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation completed on april 11 , 2023: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that the smooth uhp 750cc breast implant was found to have a tear in the patch on the posterior view, measuring approximately 1.2 cm. Leak testing was performed, in accordance with mentor procedures, and it identified three (3) additional tears on the anterior view, measuring approximately 0.5 cm, 0.3 cm, and 0.2 cm, respectively. As the authorization form for examination was not received the product evaluation lab couldn´t identify a conclusion due to the specific nature of this rupture. The evaluation was limited to non-destructive testing. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following things may cause an implant to rupture: damage by surgical instruments; stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 40-year-old caucasian female who underwent an unspecified breast reconstruction surgery with a mentor memorygel 750cc silicone prosthesis experienced bilateral capsular contractures unknown grade, and right-sided symptomatic rupture post procedure. As a result, patient underwent bilateral complete capsulectomy, and replacements as follow; left catalog number shpb775, serial number (B)(4), right catalog number shpb775, serial number (B)(4) on (B)(6) 2022. This report relates to the right prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contractures unknown grade, symptomatic rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).